Event description:
It was reported that the patient had the artificial urinary sphincter pump component removed due to an unspecified device issue. A new artificial urinary sphincter pump was implanted.

Event description:
It was reported that the patient had the artificial urinary sphincter pump component removed due to the pump not working as intended. A new artificial urinary sphincter pump component was implanted. Following the surgery, the patient was stable and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter pump component removed due to the pump not working as intended. A new artificial urinary sphincter pump component was implanted. Following the surgery, the patient was stable and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the pump not working was not confirmed. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump passed functional testing and performed with product specifications. Product analysis did not confirm a mechanical issue with the pump or cuff components. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; therefore, the conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation.